Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure in abdominal wall, two pieces fell off trocar, one plastic and one metal when the surgeon was taking out a 10 x 10 cm cloth from abdomen through the trocar. Nothing is visually detected in abdomen. There was no patient injury involved regarding the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device.the visual inspection of the device noted; the trocar balloon, obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.